Event description:
It was reported the patient had recharged 4 to 6 weeks prior, and still had stimulation, but was unable to recharge the ipg. A replacement charging system did not resolve the issue, and the programmer eventually showed the stimulation was off. The physician opted to explant and replace the ipg. It was reported the patient was programmed at the postoperative appointment and received effective stimulation and was able to recharge with the new ipg.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.